Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 26-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("major abdominal pain"), rheumatoid arthritis ("rheumatoid arthritis") and autoimmune thyroiditis ("hashimoto's thyroiditis") in a (B)(6) year-old female patient who had essure (batch no. 927083) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infections") and gastritis ("gastritis"). In 2014, the patient experienced gait disturbance ("difficulty walking"), pain ("diffuse pain") and weight fluctuation ("fluctuations in weight between (B)(6) kg"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), acne ("acne"), adenomyosis ("adenomyosis"), vitamin d deficiency ("vitamin-d deficiency") and folate deficiency ("folic acid deficiency"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, rheumatoid arthritis, autoimmune thyroiditis, urinary tract infection, gastritis, gait disturbance, pain, weight fluctuation, acne, adenomyosis, vitamin d deficiency and folate deficiency outcome was unknown. The reporter provided no causality assessment for abdominal pain, acne, adenomyosis, autoimmune thyroiditis, folate deficiency, gait disturbance, gastritis, pain, rheumatoid arthritis, urinary tract infection, vitamin d deficiency and weight fluctuation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 27-sep-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.287 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-sep-2017: following internal review, correction was performed in the similar incident listing statement: the analysis in the global safety database revealed 1.287 cases (and not 1.127 as previously described). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("major abdominal pain"), rheumatoid arthritis ("rheumatoid arthritis") and autoimmune thyroiditis ("hashimoto's thyroiditis") in a (B)(6) female patient who had essure (batch no. 927083) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infections") and gastritis ("gastritis"). In 2014, the patient experienced gait disturbance ("difficulty walking"), pain ("diffuse pain") and weight fluctuation ("fluctuations in weight between (B)(6)"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), acne ("acne"), adenomyosis ("adenomyosis"), vitamin d deficiency ("vitamin-d deficiency") and folate deficiency ("folic acid deficiency"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, rheumatoid arthritis, autoimmune thyroiditis, urinary tract infection, gastritis, gait disturbance, pain, weight fluctuation, acne, adenomyosis, vitamin d deficiency and folate deficiency outcome was unknown. The reporter provided no causality assessment for abdominal pain, acne, adenomyosis, autoimmune thyroiditis, folate deficiency, gait disturbance, gastritis, pain, rheumatoid arthritis, urinary tract infection, vitamin d deficiency and weight fluctuation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.126 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.